Manufacturer narrative:
No problems were found that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. Inspection of the fluid path found no evidence of the reported leak. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the patient's glucose level remained high throughout the night despite administering 12 units of insulin as correction. The patient's mother reported removing the pod and found that the cannula was not at the injection site (abdomen), insulin leakage was also noted. As treatment a new pod was activated.